Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was not duplicated. The device was tested and passed all manufacturing specifications. The event was not confirmed. If additional info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "heating up". This was discovered prior to a procedure. There was no delay in surgery as a replacement device was available. No injuries or medical intervention were reported. There was no additional info provided.